Event description:
It was reported that pump displayed malfunction alarm code 9 with no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset without recurrence of malfunction, was advised that pump use could continue, and was instructed to call back if any malfunction code occurred again, which customer acknowledged and understood.